Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarmed. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The pump was received with cracked case at display window corner, and minor scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 450 mg/dl. The mother stated that she was on her way to her daughter's school when the pump alarmed button error. The mother stated that she will treat the high blood glucose with a needle. Customer was advised to discontinue use of the device and to revert to a backup plan.